Event description:
It was reported the patient experienced a return of "excruciating" pain symptoms following a fall. It was stated the patient "fell in the bathtub about a month ago." After the fall, stimulation from the patient's device was reportedly "intermittent." About two weeks later, it was stated they were unable to charge their device "past 25%." Two weeks later, it was stated they were no longer able to charge their device at all. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.